Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.